Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that replacement vasoview hemopro vh-3500 sent for complaint # (B)(4). Trackwise ID # (B)(4). Box arrived wet. Both exterior box and actual vh-3500 box are visibly wet. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/171/4315) enter investigation findings: the device was returned to the factory for evaluation on 20apr2021. Photographs were provided by the account and both the outer box and packaging box for vh3500 were shown of water damage. An investigation was conducted on 25jun2021. A visual inspection was conducted. The outer box was observed to be water damaged and torn on the one side. The packaging box for vh3500 was also observed to be wet and damaged on one side. The pouch did not have any water damage. Based on the returned condition of the device, the reported failure " manufacturing, packaging or shipping problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.